Event description:
It was reported that vessel dissection and balloon rupture occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured and it caused a dissection in the lad. The physician advanced and implanted a 3.25x23mm non-bsc stent to cover the dissection. The flow was back to normal and the procedure was completed. No further patient complications were reported. The patient was fine and was discharged on the same day.